Event description:
It was reported that one day post implant the right atrial (ra) lead was dislodged. The atrial thresholds increased, there was undersensing, and some p waves were not being sensed. Unipolar sensing did not improve p wave sensing. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092, implantable pacing lead, (B)(6) 2013. (B)(4).